Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white "paste-like" liquid - however, the foreign material in the device was unable to be further specified. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was white pasty liquid coming out the colonovideoscope when the distal end and control body of the colonovideoscope was brushed during precleaning, after completion of bedside cleaning process. The scope was thoroughly brushed five times before it was cleaned completely. When the device was cleaned using an automated reprocessor, it was found that there was white liquid around the knobs. The intended procedure was diagnostic. There was no patient involvement.

Manufacturer narrative:
The device was returned and an evaluation at the repair center confirmed the customer allegation. The technician found debris and scratches inside the biopsy channel. The image was normal and there was no fluid invasion. The switch had a cut. The forceps passage had scratches. The adhesive of the bending section cover had cracks. The light guide tube had scratches. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.